Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device with no anomalies noted. The legal manufacturer performed an investigation, however, a conclusive root cause was not identified. The legal manufacturer assigned the likely cause of the event to failure of the ap board.

Manufacturer narrative:
This reported in being updated to provide the results of the investigation. Olympus reached out to the customer to request additional information regarding the reported device issue multiple times with no response. The device history record for the device was examined and it was confirmed that there were no manufacturing abnormalities, or variations. Conclusions: the root cause could not be identified. The following cause is presumed based on the investigation result. Since only approximately 2 years have passed since the delivery of the product, it is presumed that the event occurred due to accidental failure of devices on the ap board. As the ap board drives the endoscope and performs preprocessing of the imaging signal, it is presumed that the image does not appear due to failure of the ap board.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was confirmed. The service technician observed faulty ap board causing no image on scope. Replaced ap board. Unit upgraded with new software. The cause can be attributed to an electrical issue. No further information was reported.

Event description:
The customer reported to olympus that there was no image when customer plugged in a scope. There was no patient injury reported.